Event description:
I have type I diabetes (since 1980 when I was 10 years old) and have been using the dexcom g7 sensors in conjunction with my tandem insulin pump for about a year now. I "upgraded" to the g7 from the g6 but have had many more issues with the g7 than I did with the g6. I receive daily (literally) "no readings available" error messages regardless of how long I have been wearing my g7 sensor and no matter what "batch" it's from. My doctor has told me to make sure my phone is near me and that should reduce the number of error messages but that has never helped. I keep my phone "glued" to me almost 24/7 but these error messages come every single day, multiple times of day. A very serious specific issue occurred last week, (B)(6) 2025, while I was on a caribbean cruise. My husband and I were on a boat in (B)(6) and prepping to go snorkeling with a small group of people. About 15 min before we got out of the boat into the water, I looked and my dexcom reading on my pump was 228 - I wanted my glucose level to read a little on the high side b/c I knew I would be in the water exerting energy (snorkeling) without my pump for a short period of time and wanted to ensure I didn't have any drastic drop in glucose level. I disconnected my pump just before I got into the water. After about 15-20 minutes in the water, I started feeling very lightheaded and very disoriented. It took every little bit of focus and energy I had left to get back to the boat. As soon as I could, I mustered the strength to climb back on board (with my husband's help) and got my pump. It took about 5-8 minutes for my dexcom readings to show up on my pump again - and the first reading was 33. Extremely, extremely dangerous. I was so "out of it" that I couldn't mentally comprehend what the 33 reading meant. And I kept trying to read my glucose level on my pump even though it was right there in front of me. I literally had no cognitive abilities - it was incredibly odd. My husband said I was as white as a corpse (after getting way too much sun the day before!) This is just one of many incidents I have had with discrepancies in readings as well as "no readings". Very frustrating given the fact that I rely on the accuracy of the dexcom g7 and continued communication between it and my tandem pump for optimal glucose control. These "issues" occur with literally every single dexcom g7 sensor I've ever used over the past year + / -.